Event description:
It was reported that during a laparoscopic supra cervical hysterectomy case, the generator gave a ¿release pressure ¿ remove from patient¿ error. When removing the device from the patient, the blade completely fell off. The blade did not fall into the patient. A second device was opened and the case was completed with no patient consequences. The device and blade will be returning.

Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2013. Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched. The device was functionally tested with a generator. During functional testing on gen11 an instrument error was displayed. A probable cause of the device stop activating and display an instrument error is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿tighten assembly¿ or ¿blade error detected¿ followed by a ¿replace instrument¿ screen later in the procedure, and continued usage can result in a broken blade. The ¿remove instrument from patient¿ yellow message screen is a prelude to further diagnostics. To avoid inadvertent tissue damage during diagnostics the surgeon is guided to remove the instrument from the incision before proceeding. The ¿replace instrument¿ yellow message screen displayed after receiving two consecutive yellow alert screen messages and is advising of potential blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use.